Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of patellar and tibial insert prosthesis wear. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. As the suspect device was not provided, none of these potential causes or their contribution to the sequence of events can be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 99 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, synovitis, cyst. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 3564809. 02-010-03-0240 - logic cr femoral cem, left, sz 4, 3883850. 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, 3952000. 02-012-49-4011 - logic cr tib insert slope++, sz 4, 11mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.